Event description:
It was reported that the target lesion was torturous, calcified and located in the left circumflex (lcx). Pre-dilatation was performed with an unspecified 1.5 x 12 mm nc balloon. Then the xience prime 2.75 x 33 mm stent was implanted. Post stent implantation, a distal edge dissection was observed. A xience prime 2.5 x 18 mm stent was implanted to cover the dissection. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effect of dissection is a known observed and potential patient effect as listed in the xience prime everolimus eluting coronary stent system instructions for use. The lot history record was reviewed for the reported lot and there is no indication of a product quality deficiency. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.